Manufacturer narrative:
The catalog number has not been cleared in the us, but is similar to the m.r.I. Implantable port, chronoflex single-lumen, kit, 8f products that are cleared in the us. The pro code and 510k number for the m.r.I. Implantable port, chronoflex single-lumen, kit, 8f products is identified in common device name and PMA/510k. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 11/2025).

Event description:
It was reported that during port placement procedure, the plastic rod coming out of the chamber allegedly broke into several pieces. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during port placement procedure, the plastic rod coming out of the chamber allegedly broke into several pieces. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the m.r.I. Implantable port, chronoflex single-lumen, kit, 8f products that are cleared in the us. The pro code and 510k number for the m.r.I. Implantable port, chronoflex single-lumen, kit, 8f products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one bardport MRI implantable port was received for evaluation and two electronic photos were provided for review. Visual, microscopic visual and functional tests were performed. The investigation is confirmed for the reported fracture issue and the identified material separation issue as the port stem was noted to have a fracture and a portion of the port stem was noted to be missing. The photo review also confirms the same. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 11/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.